Event description:
It was reported that 24 hours following a ptca/stent implantation of an ami patient, the patient came back to the cath lab with symptoms (type was not reported). The patient had a subacute thrombosis, and the thrombus was removed with a possis (clot remover).

Event description:
Additional info received indicated that the anatomy was in the lad/diagonal. The pt was implanted in 2005, and three stents were placed, two from another co, and the vision stent. The pt returned to the cath lab at 6:00 pm the same day with chest pain. Any or all of the stents could be the cause; there is no way to determine.

Event description:
Emergent angiogram and angioplasty were performed. The patient did well and was discharged home.